Manufacturer narrative:
Patient identifier: (B)(6). Patient age: (B)(6) years. Patient sex: female. Patient weight: (B)(6). During follow-up communication with the customer, sorin group (B)(4) was provided additional patient information. Sorin group (B)(4) learned that the initial surgery (minimally invasive mitral valve replacement) took place on (B)(6) 2015. On (B)(6) 2016, the patient was diagnosed with an m. Chimaera blood infection after presenting with a fever. The patient was started on anti-mycobacterial therapy and was hospitalized a week later. The customer stated that the prednisone treatment was reduced and the patient was possibly experiencing immune reconstitution syndrome. The hepatic cytolisis of the patient also reportedly deteriorated. The customer reported that this deterioration was possibly due to secondary drug effects and mycobacteriosis. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
The initially provided patient age was incorrectly. The correct patient age was (B)(6). The patient date of birth was provided (B)(6). The date of event was provided (B)(6) 2015.

Manufacturer narrative:
The facility has not provided the event date. This information will be provided in a supplemental report if and when made available. The model and serial number of the involved device was not provided. It is unknown which device was used for this specific patient. The serial number of the units which have been in use at the facility include (all model number 16-02-82): (B)(4). The device manufacturer date for all units at the facility are: (B)(4): 01/23/2008; (B)(4): 05/05/2006; (B)(4): 05/05/2006; (B)(4): 07/30/2008; (B)(4): 05/20/2009; (B)(4): 05/20/2009. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that a patient was diagnosed with a mycobacterium chimaera infection after undergoing a cardiac surgery procedure. Four of the units at the facility ((B)(4)) were returned to sorin group (B)(4) for deep disinfection in (B)(6) 2016. These units have been scrapped. The remaining two units are still at the hospital. A medical alert sent out by the facility and received by sorin group deutschland confirms that the two units remaining at the facility have been removed from service and replaced with new units. The alert also states that the customer has implemented the disinfection and cleaning procedure outlined in the current instructions for use (IFU). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that a patient was diagnosed with a mycobacterium chimaera infection after undergoing a cardiac surgery procedure.

Manufacturer narrative:
(B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). During follow-up communication, the customer reported that the heater-cooler devices are placed within the operating room during procedures. The customer informed (B)(4) that they have been instructed by their lawyers not to provide any further information related to this event at the present time. It is unknown if the patient infection is related to the heater-cooler device. As no further information has been provided, an exact root cause for the infection could not be determined.